Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested further information was not provided.

Event description:
It was reported a pump said ¿battery plug low¿ even though it was plugged in all night. That went to ce to evaluate. Although requested further information was not provided.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. The reported issue of battery issue could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. H3 other text : device was not returned.

Event description:
It was reported a pump said ¿battery plug low¿ even though it was plugged in all night. That went to ce to evaluate. Although requested further information was not provided.